Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the buttons on the device were stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run, had corrosion/rusting/pitting, the motor was damaged ¿ will not run, and the bearing was corroded. It was further determined that the device failed pretest for check the function of the device and check power with the power test bench. Therefore, the reported condition that the device was not functioning was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI#: (B)(4).

Event description:
It was reported, that during an education laboratory using a cadaver for demonstration purposes. It was observed, that the small battery drive device had no power, the button was stuck, and the reverse did not work. It was reported. That multiple function tests were attempted, but the device was still not operating at 100%. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.